Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, from the device inspection result, it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to the damage of the camera cable. Omsc checked the product shipment record, but there was no abnormality on the device. Therefore, the camera cable may have been damaged by user's handling. The instruction manual provides preventive measures against reported camera cable breakage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, a blue screen was displayed on the monitor and no endoscopic image was displayed, when the device was connected. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: -the reported phenomenon was reproduced. -there were signs that the wire was twisted inside the cable. -the ccd unit, cable assembly, and related sealing parts will be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.